Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received that patient had experienced ineffective therapy due to the issue.

Manufacturer narrative:
¿Date of event¿ is estimated. During processing of this complaint, attempts were made to obtain complete event information.

Event description:
Related manufacturer reference number: 1627487-2021-16038. It was reported that the patient's leads located at l1 and l2 were fractured. As a result, surgery occurred to explant and replace these leads to address the issue.